Event description:
Treatment of dural arteriovenous fistulas. During preparation, it was reported that friction was experienced when a traxcess guidewire was inserted into a marathon catheter. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The catheter was returned for evaluation without the guidewire and it was found punctured at 5.50cm from the distal tip.catheter puncture.(B)(4).